Event description:
It was reported that the patient presented for a follow up in-clinic experiencing dizziness . Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. Programming changes were made. The patient was in stable condition and will continue to be monitored.